Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response during testing due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. No moisture damage on the motor assembly or electronic assembly were noted during the visual inspection.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of hospitalization was 26.5 mmol/l. The customer had ketones, but confirmed that they were not within diabetic ketoacidosis range. The customer was treated and discharged 3 days later. It was also reported months later that the insulin pump alarmed button error and had condensation inside of its display. The customer was not wearing the insulin pump, and the blood glucose reading was 12.0 mmol/l at the time of the call. Nothing further reported.